Event description:
It was reported that while using the surgical fiber during a prostate procedure, the "machine suddenly shutdown during the surgery". The case was completed with a "bipola". Patient outcome: "no report of injury to the patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows no signs of usage; the glass cap exhibits mild devitrification at the output window; the connector appears in good condition; the fiber passed the connector test; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; no failure found. Probable root cause: based on the device analysis, the product complaint "unable to use" could not be confirmed; there is no failure found with the returned product.